Event description:
It was reported the device was used during a lobectomy procedure. It was reported by the affiliate that when the surgeon closed the jaw of the device, the jaw damaged the bronchus. This caused a hole in the bronchus which resulted in a leak. The surgeon placed stitches to finish the case. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974081. Visual inspections & results: anvil pocket condition, good; cartridge batch number, j45j2r; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire propely, yes; staples form properly, yes; test cartridge batch number, k46n1m and trigger release condition, good. Analysis conclusion: based upon the info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Each instrument is evaluated durint the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.